Event description:
Freestyle libre 3 continuous glucose monitoring device failed on the 6th day of use. Error code 57. After 6 hours of failure (no readings), I replaced the sensor with another. The issue was reported to the manufacturer and a replacement was promised. The failing device must be shipped back to the manufacturer on receipt of the replacement.